Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Received one (1) unused product and foreign matter was detected based on visual inspection. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported some foreign body is present on the surface of the duoderm. The product was not used. Photos were provided showing the complaint issue.

Manufacturer narrative:
Corrected data: the following information was omitted in error from initial MFR report # 1049092-2016-00451, submitted to the FDA on november 03, 2016: product return date. (B)(4). Updated data: lot# & expiration date (09/30/2020). Updated data: manufacturing date (09/15/2015). A batch record review indicated no discrepancies. Process checks and quality checks were performed with acceptable results. A photograph was received for this complaint and was evaluated. Additionally, the unused, returned sample showed evidence of a dark particle in the packaging, confirming the reported issue. A nonconformance (nc) was raised to further investigate this issue. Investigation findings reveal that the dark particle was composed of discolored skin barrier residue which builds up during the extrusion/cutting process. The investigation concludes that this was the only occurrence of the reported issue for the associated lot. The product was manufactured under a controlled environment and was certified as sterile upon release for distribution. The investigation associated with the nc has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 13, 2016. (B)(4).